Manufacturer narrative:
(B) (4).

Event description:
It was not possible to aspirate the catheter during a dye study; there was catheter blockage. The pt was scheduled to consult with a neurosurgeon regarding revision. Further info is being requested from the hcp.